Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- the investigation of the returned locking screw has shown that the thread flanks at the screw head are totally flattened. Also the thread flanks at the shaft are damaged and slightly flattened. Summary: the complaint description can be confirmed as in the current condition of the screw with the completely flattened thread flanks a locking in a plate is impossible. The anodized layer is worn away at all damages, which clearly indicates that they were caused post-manufacturing by an excessive contact with the plate. That the thread flanks at the shaft below the screw head are also damaged indicates that also the shaft was in contact with the plate. Therefore we have to assume that the screw was inserted in an inappropriate angle, that this caused the damages at the threads and finally the complained malfunction. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps "dimensional inspection:, drawing/specification review:" are not required. In general following note of the variable angle lcp two-column volar distal radius plate 2.4 surgical technique (dsem/trm/0815/0464(1) 05/16) can be mentioned: to ensure that the screw is locked correctly, do not angle it in excess of +/¿15 from the nominal trajectory of the hole. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 04.210.118s, lot: 5l21304, manufacturing site: selzach, supplier: frueh verpackungstechnik ag, release to warehouse date: 01. July 2019, expiry date: 01. June 2029. Part was only packed and sterilized at synthes gmbh and as this complaint is neither packaging nor sterilization related no review of these documents is necessary. Please perform an us DHR review for unsterile part 04.210.118 with lot h803417: manufacturing location: supplier-mark two engineering / inspected, packaged and released by: monument, release to warehouse date: 06-mar-2019, part number: 04.210.118, 2.4mm ti va locking screw stardrive 18mm, lot number: h803417 (non-sterile). This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during inspection or release that would contribute to this complaint condition. Component parts were not reviewed as the reported complaint condition of ¿screw slipped and would not lock¿ does not indicate breakage. Therefore, review of the raw material would not be pertinent to the reported complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record has been requested. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for distal radius fracture with the va two-column volar distal radius plate and the va locking screw. During the surgery the surgeon attached the va sleeve to the va hole and drilled. The surgeon then tried to insert the va locking screw. During the insertion of the screw, the screw head contacted the plate, slipped, and it did not lock. The surgeon inserted other screws in the same way, which locked successfully. The surgery was delayed by less than thirty (30) minutes. Patient status is unknown. Concomitant devices: unknown screwdriver shaft (part# unknown; lot# unknown; quantity 1). This report is for one (1) 2.4mm ti va locking screw stardrive 18mm-sterile. This is report 1 of 3 for (B)(4).